Manufacturer narrative:
Attempts are being made to obtain additional information. Upon receipt of additional relevant information or completion of the investigation, a followup report will be submitted.

Event description:
As reported by the rep, a chpv was overdraining and was explanted 4 years post implantation.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 200mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming and passed the test. The valve was flushed; no occlusion was noted. The valve was leak and reflux tested; no issues found. The valve was then pressure tested and passed. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the investigation, the reported issue could not be confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.